Event description:
It was reported that during a routine follow-up it was observed that a patient with chronic af and high ventricular rate with svt episodes received inappropriate atp therapy. Intermittent undersensing was also noted on the stored egms. The physician decided not to change the programmed settings, but only to optimize pharmacology therapy. All electrical values are good. The patient condition is good.

Manufacturer narrative:
No medwatch form was received.